Event description:
It was reported that the device had reached battery depletion prematurely. The patient is scheduled for device replacement. The device remains in use. No patient complications have been reported as a result of this event.